Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to work. The field service engineer confirmed that the issue was resolved by the customer. The system functioned as intended.

Event description:
It was reported when using the bd pyxis medstation system drawer was failed. The customer stated that this malfunction caused a delay in patient care. There were no adverse events or injuries reported based on this incident.